Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were several stent struts at the distal end of the stent that were lifted and distorted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found no issues with the hypotube shaft and shaft polymer extrusion profiles. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 02-jun-2016. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the heavily calcified and fibrotic proximal left anterior descending (lad) artery. After a guide wire crossed the lesion and optimum pre-dilatation was performed with a non-compliant balloon catheter, a 4.00x12mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The lesion was pre-dilated again at high pressures with the same balloon catheter but the 4.00x12mm promus element¿ plus stent still failed to cross the lesion. The procedure was completed with the implantation of another of the same stent followed by post-dilatation. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.